Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set, the device broke and blood leaked from the body of the device on (3) devices. No patient or user impact reported.

Manufacturer narrative:
D.2a. Common device name: blood specimen collection device; intravascular administration set. D.2b medical device type: one additional code applies; jka. Investigation summary: bd received three (3) samples for investigation. The samples were evaluated by functional testing and the indicated failure mode for leakage or breaks during use with the incident lot was not observed. Additionally, 30 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to leakage or breaks during use as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of leakage or breaks during use. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.